Event description:
Customer reported via phone, the insulin pump kept alarming failed battery test when he inserted a new battery. Customer was not using the recommended battery for the device. Customer stated he will buy the recommended batteries and call back if issues persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.